Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The nursing staff was able to detect the leak. The machine, a fresenius 4008s, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 270 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Two photos of the dialyzer were provided for review. One photo shows an up-close view of the top half of the dialyzer connected to the machine and there appears to be blood within the dialysate in the bell housing, outside of the fibers. The other photo shows the entire dialyzer connected to the machine where you can see blood pooled in both bell housings. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred at the start of a patient¿s hemodialysis (hd) treatment. The nursing staff was able to detect the leak. The machine, a fresenius 4008s, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on a different machine where they were able to complete treatment. The patient¿s estimated blood loss (ebl) was 270 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.